Manufacturer narrative:
Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2014 a medtronic representative, following-up at the site, reported the surgeon was using 2d fluoro navigation and the tech stated accuracy should have been checked when activating the localized image, but could not confirm. They were accurate once they activated the correct image during the case. (B)(4) 2014 a second medtronic representative, following-up at the site, reported navigation was accurate when proper the workflow was followed.

Manufacturer narrative:
The following additional event details and troubleshooting activities were received from the onsite medtronic representative: the navigation operator for the case was not the primary user and was covering the primary operator while he was on vacation. The medtronic representative reported that he discussed the issue on 2 separate occasions with the operator during the incident and told him that he needed to be vigilant in ensuring that the correct image was being activated for navigation and that he needed to encourage the surgeon to verify his accuracy before proceeding. He ensured me that he is careful in this regard and that the system operator during the case should have noticed the needle being used for localizing in the image that was selected for navigation. He also told me that he encourages the surgeon to verify accuracy before proceeding. When a duplicate image has inadvertently been transferred to the navigation system, in the past, the rt has been moving the c-arm to a different position over the patient and was not at the c-arm viewing station manipulating images at the time of image transfer. The surgeon reported that the overall delay to the surgery was most likely 30 minutes. Repositioning the first hole may have resulted in weakening the patient's bone. The estimated inaccuracy was 7mm.

Manufacturer narrative:
A medtronic representatives reported further attempts to replicate the reported behavior using a ge 9900 c-arm. They saw images transfer the navigation system normally when acquired. However, when images were saved on the c-arm console, there was no additional image transfer to the navigation system, i.e. They were unable to replicate the issue. The field rep took a video of the behavior of this system to show site biomed so that they can cross compare. The rep followed up with site biomed and it was reported that everything had been fine for the last couple weeks with no transfer issues. They tried multiple video cables when they were having issues with no impact so damaged cables was ruled out as a potential cause.

Manufacturer narrative:
After further examining the images and the logs from the case reported, the software investigation found that the reported event was unrelated to a software issue. An initial image was taken by the software 20 minutes before a set of images used in the procedure. This image was then activated by the user after the empty image was acquired. The software does allow an empty image to be acquired after an anatomy image is acquired. The software behaved as expected displaying all images that were acquired requiring the user to activate the desired image for navigation. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. Prior to patient referencing or taking the empty image, the surgeon used a c-arm to take 2d fluoro. The reference frame was attached, an empty image was taken, then one lateral shot and two anterior posterior (ap)s. When images were acquired, it was noted that there were two lateral images available for activation, the surgeon activated the first lateral image, and an ap, and began navigating. The surgeon made the first hole and then discovered the hole was not in the desired location. It was stated that the activated lateral image used was one taken prior to patient referencing, and empty image acquisition; the site was unclear as to how this occurred. The surgeon went back, activated the second lateral image and proceeded to navigate the remainder of the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.